Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2025-12024. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions - h11: investigation summary: the information in this complaint (B)(4) has been evaluated. The batch 6011403 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3.0 and wi guidance for functional testing for complaints area version 2.0 for the code soft cannula found bent upon removal from infusion site. Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 3.0 on reference samples, 10 samples out 10 samples passed the test. Functional flow test 1 according to wi version 2.0 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: the lot 60011403 was manufactured according to the wi version 120 in the inset 4, on 28/jan/2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 07/jul/2025 against malfunction code soft cannula found bent upon removal from infusion site and lot 6011403 and no other complaint has been registered in database for the same lot and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for reference samples, no harm, no non-conformance (nc) raised during production, no other complaint received on the lot in question and malfunction code. No further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 3 of 3.

Event description:
Reference number (B)(4). Event occurred in united states. It was reported that the patient faced three infusion sets bent cannula events on (B)(6) 2025. Events occurred after 3 or more of insertion. Infusion set was used for 5 hours. The insertion site was the abdomen. Blood glucose level was 502 mg/dl at the time of the event due to which patient required assistance from hospital staff and got treated with insulin and intravenous (IV) fluids. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.